Event description:
Arterial dissection and approximately 1600cc blood loss. The patient was reported to have narrow iliac arteries. During the procedure, as the sheath was being pulled back, a tear was noted in the iliac artery. An angiogram taken revealed an extravasation that was resolved by placing a balloon to stop flow into the aorta. The graft was implanted. During the procedure, the patient lost approximately 1600cc of blood due to the retroperitoneal incision that was made to suture an 8mm graft to the limb to repair the tear. The patient was administered 4 units of blood.